Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Evaluation summary: the complaint device is not being returned as it was discarded by the customer and is therefore unavailable for a physical evaluation. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode, although one possibility is that the surgeon did not penetrate the meniscus enough when attempting to deploy the first back stop. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Discarded by customer.

Event description:
The affiliate reported via email during a meniscal repair, the surgeon went to fire the first back stop and it did not deploy properly, misfiring. Potential issue is that surgeon may not have penetrated enough tissue. Opened another truespan repair system. No adverse event or delay. Additional information received via email from the affiliate on (B)(6) 2017: the first implant was removed after the misfiring occurred. It was removed by pulling through. There was potential tissue damage due to this failure. There was no excessive force needed to insert the device. Alternatives were readily available. The procedure was able to be completed. No patient impact.